Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (segments missing w/ moisture) issue. Allegedly, the user could not read the display screen safely. Also, moisture was evident behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/21/2014 with the following findings: the missing-segments display issue reported in the initial complaint could not be investigated due to a blank display issue; no conclusions could be developed in this regard. Visual inspection revealed that there was moisture behind the display lens. The pump powered on properly, as confirmed by the presence of the auditory and vibratory cues, but the display screen was blank. The pump failed a leak test due to pump case damage. The pump case was removed, and evidence of corrosion was observed on internal components. The pump histories could not be downloaded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.